Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited telemetry difficulty issues with no conclusive evidence of a malfunction; please refer to the b5 for more information regarding the specific circumstances of this event.

Event description:
It was reported that this subcutaneous implantable defibrillator (s-ICD) began losing telemetry during an interrogation. Technical services was contacted and recommended performing a magnet reset. This was performed and was successful in re-establishing telemetry. At this time, the device remains implanted and no adverse patient effects were reported.